Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown . (B)(4). Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after collection with an unspecified paxgene¿ blood rna tube the tubes are cracking during the freezing process. The following information was provided by the initial reporter: I wanted to reach out and give you some information of the issue we have run into with the paxgene tubes. Currently our protocol is to fill them with 2.5ml of blood, let them set at rt for 2 hours and then freeze at -80. We are having the tubes crack during the freezing process and so were thinking of freezing them at -20 for 24hours and then transferring the tubes to a -80 for storage. We are interested in the mirna and didn¿t want to do anything to compromise that integrity.